Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2010, this patient underwent a surgical procedure whereby a bypass was established from the ascending aorta to brachiocephalic, left common carotid, and left subclavian arteries using vascular grafts. On (B)(6) 2010, this patient underwent an endovascular procedure using thee gore tag thoracic endoprostheses (tgt2810/7606673, tgt3420/7783865, and tgt4020/8081506) to repair a thoracic aortic aneurysm. No issues were observed during the procedure, and the patient tolerated the procedure. Pre-operative aneurysm diameter was not reported. On (B)(6) 2010, post-operative follow-up imaging showed no issues. On (B)(6) 2010, the patient was discharged from the hospital. Subsequent follow-up imaging showed no issues. The aneurysm measured 66mm; however on (B)(6) 2013, follow-up imaging revealed a type ii endoleak of unknown origin. The aneurysm was measured 67 mm. The physician elected to monitor the patient. On (B)(6) 2014, follow-up imaging showed no endoleak; however the aneurysm reportedly measured 73 mm. The cause of the aneurysm enlargement was reportedly unknown. The physician elected to monitor the patient. No further information is available.

Manufacturer narrative:
Additional information udis: (B)(4).